Event description:
Pt was scheduled for an outpatient elective surgery. Intraoperatively during ureteroscopic stone retrieval of calculus in rt ureter, the escape retrieval basket was placed around the stone, and reportedly the cable snapped while the surgeon was extracting the stone. The basket end separated and was retained as a foreign body. The surgeon could not identify the basket on fluoro and an attempt was made to pass a second basket was made, as well as an attempt to use a grasper unsuccessful. Md initially felt there may have been a possible perforation in attempt to resolve. Surgeon elected to discontinue the procedure and pt was admitted for planned ureterolithotomy and possible ureteroneocystostomy to retrieve the rfb. The basket was retrieved during a second open procedure performed on (B)(6) 2008 without noted complication. The md did not identify if further injury to the ureter was noted. The pt was discharged (B)(6) 2008 with f/u arranged.